Event description:
It was reported that pump experienced malfunction alarm with code displayed as malf 0, and caller stated no notable events occurred before issue. There was no adverse impact to the customer's blood glucose level. Customer reset pump with guidance from technical support, malfunction did not recur after reset, and customer was advised to continue using pump and to call back if malfunction returned, which caller acknowledged and understood.